Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat. No error messages were generated from the analyzer and the customer excluded a sample mix up. The patient had a first sample that resulted as 4.10 pg/ml on (B)(6) 2016. A second sample was collected from the patient that same day and tested, resulting as 151.1 pg/ml. The 151.1 pg/ml value was reported outside of the laboratory and treatment of the patient was initiated based on this value. A third sample was collected from the patient that same day and tested, resulting with a negative result. The second sample was then repeated, resulting as 6.75 pg/ml. The patient was not adversely affected. The tnths stat reagent lot number was 187548. The reagent expiration date was asked for, but not provided. A field service representative ran performance testing on the analyzer. A specific root cause could not be determined based on the provided information. A reagent issue can most likely be excluded.